Event description:
It was reported that the pt began to experience painful stimulation at the generator site after a fall. Follow up with the physician's office revealed that the device was "shocking" the pt and it would be explanted. X-rays were sent to the manufacturer for assessment and no anomalies were identified that could have caused or contributed to the reported event.